Event description:
Patient representative reported "moderate capsular contracture and free liquid". Patient representative reported "capsular contracture baker grade iii diagnosed with ultrasound and clinical examination". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Clarification a.6 race: provided as mixed. Additional, corrected and/or changed data: a.6, b.5, b.6, d.1, d.2a, d.2b, d.4, d.6a, d.6b, d.9, h.4, h.6.

Event description:
Patient representative reported "moderate capsular contracture and free liquid". Patient representative reported "capsular contracture baker grade iii diagnosed with ultrasound and clinical examination". This record is for the left side. Device has been explanted.

Event description:
Patient representative reported, left side "capsular contracture, baker grade unknown. And free liquid". Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma.